Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of stenosis is listed in the xience sierra, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a 2.25x23mm xience sierra stent (1550225-23, 8091341) was successfully implanted in the mid left anterior descending (lad) coronary artery. There were no procedure complications. On (B)(6) 2019, the patient presented with dyspnea and for diagnostic imaging. Imaging displayed 90% stenosis in a mid- lad vein graft and the 2.25x23mm xience sierra stent had 5% stenosis. The patient was sent for another percutaneous coronary intervention and another stent was implanted in the mid lad vein graft and within 5mm of the 2.25x23mm xience sierra stent. The event resolved. Per physician, the event was unrelated to the xience sierra stent and unrelated to the index procedure. Per physician, the dyspnea was related to the patients aortic stenosis and unrelated to the coronary artery disease. There was no device malfunction. No additional information was provided regarding this issue.